Event description:
It was reported that the pt experienced a worsening of their symptoms. He went to the hospital for further testing (tests not specified). After reprogramming and x-rays of the chest, the physician found that only the "end" contact of both leads could be used and doubted if the problem was due to the extensions. Additional info was requested.

Manufacturer narrative:
(B)(4).